Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not explanted from the patient; therefore, the root cause of this event cannot be conclusively determined. It is unknown whether patient related factors may have caused or contributed to this event, as no patient medical records or history was provided. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a transcatheter aortic valve replacement was implanted within a surgical valve (valve-in-valve), implanted for approximately 15 years, due to prosthetic aortic valve stenosis. No other details were provided.